Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alarm. The blood glucose was 400 mg/dl at the time of the incident. Customer stated that, they did not receive a low battery alert prior to the off no power alert. Customer stated that, there were not unattended alarms. Customer advised to monitor the insulin pump. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power without a low battery warning. Customer stated that, customer feels unsafe with current pump having the multiple battery issues and it then just shutting off with out warning. The insulin pump will be returned for analysis.